Event description:
Clinical study. Six days prior to the index procedure complaining of dizziness and generalized weakness. ECG was consistent with supraventricular tachycardia, with a heart rate of 158.there were q waves in leads 3 and avf, consistent with a previous inferior myocardial infarction. There were no signs of acute coronary syndrome. Initially, adenosine IV push was attempted with no decrease in heart rate or conversion to a differnet rhythm; therefore, metoprolol pt was anticoagulaetd with a heparin drip. Amiodarone was loaded by mouth. The pt converted to normal sinus rythm on day 4 of amiodarone loading, and he remained in normal sinus rhythm for the remainder of this hospitilization. On the day of the index procedure, the pt developed substernal, oppresive chest pain that was not relieved by sublingual nitroglycerin. There were no associaetd ECG changes associated with acute coronary syndrome. The pt was taken for cardiac catherization with subsequent with subsequent stenting. The index procedure treated the second obtuse marginal. The vessel was 3.0 mm in width, and 11.0 mm in length. The target lesion was originally treated with balloon angioplasty. Subsequent angiography revealed a type b dissection. A 3.0 a 16 mm taxus stent was then deployed. There was no residual stenosis. Post cardiac catheterization, the pt developed an upper gastrointestinal bleed. Emergency endoscopy revealed grade iii esophagitis as well as a duedenal ulcer. The pt was started on prevacid; there were no further episodes of gi bleeding. The pt was noted to be anemic and was given epogen and 2 units of packed red cells. Hemoglobin then remaiend stable. The pt was also seen in physical therapy for general deconditioning. The pt was staretd on zosyn for osteomyelitis of the sacral bone. The pt was discharged in stable condition to an extended care facility 11 days post index procedure. The pt's discharged meds included epogen, zosyn, amiodarone, prevacid, metoprolol, aspirin, and plavix. The pt was hosptialized late july 2005 for a thoracotomy and pleural biopsy of the left lung ad decortication. This was a "complicated hosp course requiring prolonged intubation and an ICU stay requiring pressor support during which he developed a decubitus ulcer." Pleural fluid was negative for malignancy; pleural tissue was found with fibrosis and acute and chronic inflammation. After the hosp stay noted above, the pt was ok on home oxygen, but this was discontinued when the pt's shortness of breath improved. The pt was readmitted on day 492 with a 5-day history of worsening shortness of breath. At admission, the pt was noted to have nephrogenic fibrosing dermopathy. He was brought in by his wife for mental status changes (confusion, disorientation, and decreased responsiveness). The pt was admitted to the medical intensive care unit on day 497 for 'hypercapnic' respiratory failure. He was placed on "bypap" and subsequently intubated. A tracheostomy and a j-tube were placed. Following discussion with the pt's family regarding his poor prognosis, it was determined to terminally wean the pt. He was extubated and then expired. He was pronounced dead at 1835 that evening. The family refused an autopsy. In the opinion of the physician, there was no relationship between the target vessel and the death.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 6175625 have beenreviewed and no issues or discrepancies were foudn. This records review confirms that the device met all material, assembly, and performance specs. There are no simialr complaints of this nature relaetd to this batch number. This will continue to be monitored for future trends.